Event description:
It was reported by the (B)(4), that the head end was raising but will not go down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
MFR's investigation is still ongoing; if additional info is received, a follow-up report will be submitted.